Event description:
Related manufacturer report number:1627487-2023-02439. It was reported that the patient was experiencing uncomfortable stimulation. X-ray imaging was undertaken and it was discovered that the patient's t12 and l1 leads had migrated. Surgical intervention was undertaken wherein the patient's ipg was electively replaced and the patient's leads were explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The event of pocket stimulation was reported to abbott. X-rays found the lead had migrated. The leads were explanted and replaced during an ipg replacement surgery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.